Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to the cuff being too tight the patient had his artificial urinary sphincter (aus) 4.0 cm, cuff attempted but not used. It was reported the patient is doing fine. A different cuff was used to achieve the desired results. Should additional information be received, or product analysis completed, a supplemental report will be filed.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of recurring incontinence was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that due to the cuff being too tight the patient had his artificial urinary sphincter (aus) 4.0 cm, cuff attempted but not used. It was reported the patient is doing fine. A different cuff was used to achieve the desired results. Should additional information be received, or product analysis completed, a supplemental report will be filed.